Manufacturer narrative:
(B)(4).

Event description:
Chien, g. C., dance, l., candido, k. Candida parapsilosis vertebral ooomyelitis: a rare complication of spinal cord stimulation. The journal of pain. Abstracts. Rehabilitation institute of chicago, chicago, il. Reported event: (B)(6) male presented with fever, chills, and worsening back pain three months after permanent spinal cord stimulator (scs) lead implantation. MRI of the lumbar spine revealed marked osseous destruction of the l1 and l2 vertebrae, and the contiguous invertebral disc. CT-guided needle aspiration grew candida parapsilosis. The patient underwent explantation of the neuromodulation system and was treated with high-dose fluconazole for six months. Follow-up MRI demonstrated stable osseous destruction and decreased enhancement. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Concomitant medical product: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).